Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported embolism/embolus associated with the clip embolizing into the upper pulmonary vein was due to clip becoming freed from chordae after being deployed (detachment from the dc and removal of the lock line) on chordae alone. The reported foreign body in patient associated with the clip being deployed on chordae alone was due to the clip being unable to be removed from chordae manually in conjunction with the clip being detached from the dc. The reported premature activation associated with the clip detaching from the dc appears to be due to the aggressive movements made while troubleshooting to free the clip from chordae. The reported entrapment of device (clip caught on chordae) was due to excessive movement in the left atrium while near to the commissure. The reported unintended movement associated with the clip being advanced unintentionally near to the commissure was due to the clip not being properly aligned before advancing. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with advancing the clip through the valve without properly aligning the clip perpendicularly to the valve. An in-service to address the IFU deviation will be requested. The reported image resolution poor was associated with difficult visualization. The reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the clip being deployed on chordae alone. The reported patient effects of embolism and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement, premature deployment, device entrapment, foreign body, and embolism. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and poor leaflet tissue quality. Two mitraclips were implanted without issues. An xt clip was inserted and advanced into the left ventricle (lv). It was noted the clip was not properly aligned while advancing into the lv. Excessive movement occurred while in the lv, causing the clip to become caught in chordae. Troubleshooting was performed, but it was observed the clip had detached from the mandrel. The physician decided to remove the lock line (ll) and deploy the clip in the chordae. After deployment, the clip embolized in the left upper pulmonary vein (pv). One additional clip was implanted, but mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.